Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 7.8, 7.9 and 6.9 inr. The corresponding reported lab result was 5.4, 5.6 and 3.5 inr.